Manufacturer narrative:
The manufacturer previously received information alleging ventilator internal battery error codes appear. There was no harm or injury reported. No medical interventions were specified. Additional information: during the evaluation of the device at the manufacturer's service center, the internal battery pack, blower assembly, cooling fan assembly, muffler assembly, tubing-system pca, tubing -blower chassis, tubing-fi02, and tubing-low flow were all replaced. The internal battery pack was replaced due to damage, and the remaining parts were contaminated with dust. The device then passes all tests.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging ventilator internal battery error codes appear. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.